Event description:
A placehit wallstent biliary endoprosthesis was used during a stent placement procedure on a female in 2008. According to the complainant, the stent only deployed approximately one centimeter. When an attempt was made to reconstrain the stent, resistance was felt and two stent wires were found to be protruding through the distal part of the device. A third attempt to reconstrain the stent caused the delivery system to break. The stent was removed through the duodenoscope. The procedure was completed with another placehit wallstent biliary endoprosthesis. No pt complications were reported as a result of this event.

Manufacturer narrative:
The event, as reported, did not reflect a MDR- reportable scenario; however, eval of the returned device, which was completed on may 15, 2008, revealed a reportable malfunction. This manufacturer report is submitted based on the eval results. Visual examination of the returned device revealed that the connector separated from the outer sheath. In addition, several stent wires had perforated the outer sheath. The stent wires were damaged as a result of the perforation through the outer sheath (see figure 1, page 3). The cause of the perforation is unknown. A functional examination indicated that it was not possible to retract the outer sheath.